Event description:
It was reported that pump became hot to touch and got very warm multiple times while charging, even though no temperature alarms were recorded in pump history. There was no reported impact to the customer¿s blood glucose level. Customer had been using tandem charging supplies during charging, and technical support arranged pump replacement and provided additional tandem charging supplies as a goodwill measure. Customer reverted to manual daily injections (mdi) while awaiting replacement supplies.